Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and elevated thresholds. During the lead revision procedure, an insulation anomaly was noted. The lead was capped and replaced. The patient was in stable condition post procedure.